Event description:
The facility had reported an infusion pump with a failure code 715:00. The facility representative had stated that there were no pt incidents reported since the last baxter service report. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific pt info, tubing product code and lot number in use. Additional contact info was requested but no additional contact was identified.